Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: notification was opened with the notivisa due to a possible deviation from the quality, when trying to puncture avp with the abocath n 22 of the bd insyte autoguard brand, I felt resistance in the conduction of the abocat and without venous return. I remove the catheter and realize that the mandrel has perforated the silicone, generating another puncture in the child and risk of injury to the vessel. 24 oct 2024 several complaints were reported with the same justification. However, only 2 units were notified. There was no harm to the patient/health professionals. And we don't have samples available for collection.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Additional information received: b, event date updated e. Initial reporter occupation updated.

Event description:
Received on 07nov2024. Could you please provide event date for 2 units? The events were reported on 08/28/2024.

Manufacturer narrative:
A device history record review was completed for provided material number (B)(4) and lot number 3363156. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.